Manufacturer narrative:
D10 concomitant product: 170052, 170052 endo stitch 0 vio 120 polysorb (lot#j3h1621y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic hysterectomy, while closing the vaginal cuff the needle broke. A part of the needle was not retrieved and was left in the vaginal cuff of the patient.